Event description:
It was reported that prior to a generator change out, oversensing noise was noted on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable before, during, and after procedure.